Manufacturer narrative:
The investigation has been completed and one of the reported issues was confirmed. In addition, a different issue was also found. Shutdown - (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off and when the pump was turned back on the customer's personal profile settings were missing. A low power alert was confirmed in the history prior to the pump shutting off. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. Customer reported blood glucose (bg) level was 250 (mg/dl). A manual injection was delivered to address bg level. The customer was able to reenter the personal profile settings into the pump. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated a backup pump was available.